Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 34mg/ml at 17.016mg/day, clonidine 500mcg/ml at 250.23mcg/day and bupivacaine 40mg/ml at 20.018mg/day via an implantable pump. The indications for use were complex reg pain syndrome type I and spinal pain. The healthcare provider reported that the patient had symptoms of inadvertent boluses. The two episodes were associated to refills. The first episode within 24 hours the patient had symptoms. The patient had anesthesia from the waist down, urinary retention, and unstable gait. This occurred in 2015. The second episode was 3.5 hours after a refill and the patient also had anesthesia from the waist down, urinary retention, and unstable gait. This occurred (B)(6) 2016. No issues were noted in the event logs and no volume discrepancies were reported. The healthcare provider may image the catheter to see if there were any potential kinks. The healthcare provider had also stated that the patient's symptoms resolved within 36 hours of onset. The cause of the issue was not known at this time. The healthcare provider was contemplating that the refill was too forceful and as a result pushed additional drug into the patient, but that theory cannot be tested until the patient's next refill. No diagnostics, troubleshooting, or interventions were taken, they just monitored the patient and adjusted the patient's dose a little.

Event description:
Additional information later received reported that they were having continued issues with the patient experiencing symptoms after refill. The patient repeated her complaints of feeling that she was getting an inadvertent bolus beginning 3-3 1/2 hours after refill and lasting ~18 hrs. The symptoms the patient experienced were saddle anesthesia, anesthesia of both the distal and proximal areas of the lower extremities, anesthesia from hips to the toes. There had been no sedation indicating the he filled subq. Per the healthcare provider during the refill today there was no volume discrepancy, arv:2.9 ml erv: 3.0 ml. The healthcare provider stated that he took the fill "really, really slow" this time. Usually it takes him 7-10 minutes, took closer 20 minutes today. An MRI was performed where they determined the tip of the catheter hadn¿t migrated, was stable and there was small fluid accumulation at the tip of the catheter so nothing to suggest a granuloma or spinal cord lesions. Troubleshooting was discussed and per the healthcare provider they planning to replace the pump in late (B)(6). The other medications the patient was taking at the time of the event were reported as flexeril, tizanidine, hydromophone and lyrica.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that on two refills the pump only took 18 cubic centimeters (cc) of drug and then would ¿shut down.¿ on two occasions within 3-4 hours after a pump refill, the patient experienced overdose symptoms. The pump was watched over a two month period and was explanted on (B)(6) 2016. After removing the pump, the hcp replicated the situation with filling the pump with saline and was only able to get 18 cc in. When filling, bubbles were also witnessed around the outside of the refill port. Nothing was known to have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved as of (B)(6) 2016. The patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
The previously reported device code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 crts (B)(6) (hcp ) omitted information (B)(4)- pt experienced sx. Information was received from a healthcare provider regarding a patient receiving hydromorphone 34mg/ml at 17.016mg/day, clonidine 500mcg/ml at 250.23mcg/day and bupivacaine 40mg/ml at 20.018mg/day via an implantable pump. The indications for use were complex reg pain syndrome type I and spinal pain. The healthcare provider reported that the patient had had symptoms of inadvertent boluses. The two episodes were associated to refills. The first episode within 24 hours the patient had symptoms. The patient had anesthesia from the waist down, urinary retention, and unstable gait. This occurred in 2015. The second episode was 3.5 hours after a refill and the patient also had anesthesia from the waist down, urinary retention, and unstable gait. This occurred (B)(6) 2016. No issues were noted in the event logs and no volume discrepancies were reported. The healthcare provider may image the catheter to see if there were any potential kinks. The healthcare provider had also stated that the patient's symptoms resolved within 36 hours of onset. The cause of the issue was not known at this time. The healthcare provider was contemplating that the refill was too forceful and as a result pushed additional drug into the patient, but that theory cannot be tested until the patient's next refill. No diagnostics, troubleshooting, or interventions were taken, they just monitored the patient and adjusted the patient's dose a little. On (B)(6) 2016, (hcp) additional information received reported the episode was in approximately (B)(6) 2014. The catheter imaging was only done with the first occurrence in 2014. The patient had an MRI and the catheter looked fine, so when this episode occurred and subsided, they assumed that it was not at all catheter related. They are still not sure what the cause of the issue is. The healthcare provider stated that with this episode the symptoms seemed to wax and wane until the completely resolved 30-36 hours after onset. The patient does not, nor has she ever used a ptm. The patient has not been seen since then, but was scheduled for a refill on tuesday (B)(6) 2016. Nothing has been observed regarding the patient, they continue to monitor, and the patient is convinced that it is just a side effect of her complex regional pain syndrome. On (B)(6) 2016 crts (B)(4) (hcp) additional information later received reported that they were having continued issues with the patient experiencing symptoms after refill. The patient repeated her complaints of feeling that she was getting an inadvertent bolus beginning 3-3 1/2 hours after refill and lasting ~18 hrs. The symptoms the patient experienced were saddle anesthesia, anesthesia of both the distal and proximal areas of the lower extremities, anesthesia from hips to the toes. There had been no sedation indicating the he filled subq. Per the healthcare provider during the refill today there was no volume discrepancy, arv:2.9 ml erv: 3.0 ml. The healthcare provider stated that he took the fill "really, really slow" this time. Usually it takes him 7-10 minutes, took closer 20 minutes today. An MRI was performed where they determined the tip of the catheter hadn't migrated, was stable and there was small fluid accumulation at the tip of the catheter so nothing to suggest a granuloma or spinal cord lesions. Troubleshooting was discussed and per the healthcare provider they planning to replace the pump in late (B)(6). The other medications the patient was taking at the time of the event were reported as flexeril, tizanidine, hydromorphone and lyrica. On (B)(6) 2016 (B)(4) (hcp, rep): additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that on two refills the pump only took 18 cubic centimeters (cc) of drug and then would "shut down." On two occasions within 3-4 hours after a pump refill, the patient experienced overdose symptoms. The pump was watched over a two month period and was explanted on (B)(6) 2016. After removing the pump, the hcp replicated the situation with filling the pump with saline and was only able to get 18 cc in. When filling, bubbles were also witnessed around the outside of the refill port. Nothing was known to have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved as of 2(B)(6) 016. The patient status at the time of the report was "alive- no injury."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the episode was in approximately (B)(6) 2014. The catheter imaging was only done with the first occurrence in 2014. The patient had an MRI and the catheter looked fine, so when this episode occurred and subsided, they assumed that is was not at all catheter related. They are still not sure what the cause of the issue is. The healthcare provider stated that with this episode the symptoms seemed to wax and wane until the completely resolved 30-36 hours after onset. The patient does not nor has she ever used a ptm. The patient has not been seen since then, but was scheduled for a refill on tuesday(B)(6) 2016. Nothing has been observed regarding the patient, they continue to monitor, and the patient is convinced that it is just a side effect of her complex regional pain syndrome.

Manufacturer narrative:
Analysis of the pump identified motor gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft/ bearing. Analysis of the fluid path found reservoir access issues due to residue during or after internal decontamination. Upon receipt, no reservoir access issues were encountered. The pump went on to decontamination and dispense test with no problems encountered. The reservoir was not able to be accessed after dispense test. Therefore the septum pressure test and pump tube leak test could not be done per process because the reservoir could not be filled completely. The septum was pressurized to 30 psi (pounds per square inch) and the pump was submerged in a beaker of water, no leaking was seen. When trying to fill the reservoir with fluid, the pump would accept none, therefore no further dispense testing could be done. Much residue was found in the fluid path. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.